Event description:
Synovitis [synovitis]. Drained and washed out the knee a couple of months [knee effusion] . Case narrative: upon internal review on 19-sep-2018, this case initially considered as non-serious was upgraded to serious as the event of synovitis was updated to serious with required intervention as seriousness criteria. Initial information received on 13-sep-2018 regarding an unsolicited valid serious case from united states received from a physician. This case involves a male patient who experienced synovitis (latency: unknown), after he received hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started receiving intraarticular of hylan g-f 20, sodium hyaluronate injection (dose, frequency, indication and batch unknown). On an unknown date the patient developed synovitis. It was reported that the physician drained and washed out the knee a couple of months and said the patient was fine afterwards and also that probably it wasn't needed to really drain the knee and probably could have gotten by with giving him nsaids. No more information was provided. Final diagnosis was synovitis. Corrective treatment: knee wash out. Outcome: unknown for synovitis. A pharmaceutical technical complaint (ptc) was initiated on 19-sep-2018 for synvisc with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: required intervention. Additional information was received on 19-sep-2018. Global ptc number and results were added. Case was upgraded to serious upon internal review. Text was amended accordingly.